Manufacturer narrative:
This report is being filed by the MFR arjohuntleigh, inc. Please note that previous medwatch reports for this product may have been submitted from the manufacturing site (B)(4). As of (B)(6) 2012, complaints related to this product are to be handled by arjohuntleigh inc. (B)(4). Additional information will be provided upon conclusion of the MFR investigation.

Event description:
The following information was reported to arjohuntleigh by an arjohuntleigh representative. On (B)(6) 2013, the patient's daughter was attempting to lower the side rail and the side rail fell on the daughter's foot. The daughter went to the facility's emergency departement where it was determined there was no injury to the daughter's foot. The patient's family requested that the same bed stay with the patient and declined to have the bead exchanged for a new one. There was no injury to the patient.